Event description:
The lag screw sheath would not allow the lag screw to pass freely. When compressing, the lag screw would back out. When pulling the sheath out, the lag screw pulled out with the sheath. This issue caused a 15-20 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.